Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the healthcare provider reported that they patient was experiencing infection symptoms, elevated ck (creatine kinase) and elevated inflammatory markers. Per the reporter, it was unknown if the infection was related to the device and they symptoms were sudden. The infection was not confirmed. They were going to access the fluid in the spine to confirm or rule out an infection. The patient outcome was noted as treatment ongoing and hospitalization no further complications were reported regarding the event.